Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was a small red fragment in the introducer valve. Did not move when the introducer was flushed. No patient consequence. Additional information was received. The section that the issue was observed was the hub. There was an unknown particle in the hub. The hemostatic valve did not dislodge inside nor outside of the hub. The brim cap/hub did not detach from the sheath. The sheath was not being used on the patient.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was a small red fragment in the introducer valve. Did not move when the introducer was flushed. No patient consequence. The device evaluation was completed on 20-mar-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation testing of the returned device was performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device was flushed and no fragments were observed; therefore, the customer complaint could not be confirmed. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).